Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hypoglycemia and anxiety attack on unknown date with blood glucose was 135 mg/dl. The insulin pump had pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer was performed displacement test and self-test and it was passed. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer experienced hyperglycemia due to anxiety attack. The customer's blood glucose reading at the time of hospitalization was not provided. The customer's blood glucose was 135 mg/dl the day after the ER visit.